Event description:
Caller reports lancet did not retract after testing a patient while using the safe-t-pro. Caller reports nurse stuck herself with lancet after testing a patient. Caller reports the nurse sought treatment and does not know what the treatment was but is being tested for diseases. Caller was not able to clarify what the treatment was that was sought by the nurse or whether the nurse received the treatment. A request was made for the return of the suspect product and a replacement was sent.